Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and additional information received. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusions. An addition was made to b.2. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the worsening pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for calcification was empirically confirmed based on available information to date. As reported, ''the valve had restricted calcified leaflets that were degenerated.'' Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Diabetes, obesity, etc.). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient comorbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient was admitted to the hospital with aortic stenosis and aortic regurgitation. Per feedback from the fcs, the patient is set to have surgery in a couple of weeks. The patient presented with shortness of breath, heart failure with mid-range ejection fraction and pulmonary hypertension. The mean gradient is 70mmhg/moderate to severe aortic insufficiency. The valve area is 0.62 cm2. The leaflets are thick and restricted. The regurgitation is paravalvular leak and central regurgitation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient was admitted to the hospital with aortic stenosis and aortic regurgitation. Per feedback from the fcs, the patient is set to have surgery in a couple of weeks. The patient presented with shortness of breath, heart failure with mid-range ejection fraction and pulmonary hypertension. The mean gradient is 70mmhg/moderate to severe aortic insufficiency. The valve area is 0.62 cm2. The leaflets are thick and restricted. The regurgitation is paravalvular leak and central regurgitation. Based on additional information provided by the field clinical specialist, the cause of the leaflet thickening and stenosis is that the valve had restricted calcified leaflets that were degenerated.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received. Sections b.4, g.3, g.6 and h.2 have been updated. An addition was made to b.5. A correction was made to h.6: device code. The investigation is ongoing.